Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 37081-60, serial#: (B)(4), product type: extension. Product ID: 37081-60, serial# (B)(4), product type: extension. Product ID: 3877-45, lot#: b0886044k, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was inadequate stimulation coverage. The outcome was resolved without sequelae. Interventions included reprogramming the device. The device was interrogated and showed electrodes 0,2,3, and 7 had impedances greater than 10,000 ohms. The patient reported decreased pain relief. The etiology was reported as related to the device or therapy and not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the clinical diagnosis was inadequate paresthesia coverage.